Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 and an occlusion alarm. The impact to the customer's blood glucose level was not reported. Although multiple attempts were made to obtain more information, the customer did not reply to the requests.